Event description:
It was reported that a flogard infusion pump had a damaged door latch. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested, the alarm log was reviewed and a power on self-test was performed. The reported condition of damaged door latch was related to a door open alarm which was found in the power on self-test and alarm log. To resolve the issue the latch door was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.